Manufacturer narrative:
H3: product analysis found verified customer's complaint. Unit presented with updated software:(v1.4.3) and a defective eic pcba with bent knobs and a broken mute jack with a broken muting adapter still attached. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: (B)(4), serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis found could not verify customer's complaint. Console(c2110148) failure, not the patient interface. Unit presented with updated software:(v1.4.3) and fully charged batteries. H6: codes applicable are fdm b01, fdr c19, fdc d16 and additional code g02005. 2. Product ID: (B)(4), serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis found could not verify customer's complaint. Console(c2110148) failure, not the patient interface. Unit presented with updated software:(v1.4.3) and fully charged batteries. H6: codes applicable are fdm b01, fdr c19, fdc d16 and additional code g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the system would give a false positive when they were on the thyroid but not on the nerve. Switched to another nim vital and issue was resolved. User did not try to reboot the original system. There was a procedural delay of less than one hour. There was no patient impact.